Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed that the battery compartment is cracked and there is corrosion inside the battery compartment. Investigators were unable to power on the pump, and investigation could not be adequately completed. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that on (B)(6) 2011 the pump emitted a "low battery" warning and then powered off. She stated that the pump did not give a "replace battery" alarm prior to shutting off. The family member stated that the issue remained unresolved after trying multiple new batteries. She confirmed that there was no corrosion in the battery compartment, and no visible structural damage to the battery cap and compartment. There was no reported patient impact associated with the reported power loss.